Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarm occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window and scratched reservoir tube window.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 140 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer received failed battery test. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.